Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutter stuck, unable to flush through at an unknown timing. The procedure type was unknown. The surgery was proceeded with another cutter. There was no information about patient impact.